Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2016 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 140 mg/dl at the time of the call. The customer was given a shot to treat. The customer was hospitalized after having a car accident while low. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will get pump replacement. The customer stated that they have been hospitalized several times in the past 4 years while on pump therapy but the (B)(6) 2016 incident is the only one he remembers. The insulin pump will be returned for analysis.

Manufacturer narrative:
Correction made to event date.